Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the mechanism of the rasp handle is broken. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: visual inspection of the mis rasp handle shows that the locking lever is situated correctly in the rasp handle and the instrument does look fully functional. There are signs of usage and impactions visible, but no further conspicuousness can be found. - a functional test was conducted with the mis rasp handle double offset. This test was performed using an alloclassic modular rasp (ref: 01.00129.125, lot: 08.373089). The rasp could be connected to and disconnected from the handle without any problems. Afterwards, the rasp was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handle. There was a stable connection between the rasp and the handle as well as no loosening between the single parts of the instrument. The rasp handle seemed to be fully functional. Root cause analysis.root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible - > a systematic issue with design and/or material properties would have been detected as part of a trend review. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> visual examination did not show any corrosion. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded with the avialable information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded with the avialable information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded with the avialable information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded with the avialable information. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it cannot be excluded with the avialable information. Conclusion summary: the rasp handel was returned for an investigation. Due to the missing detailed event description, the complaint could not be confirmed and an exact root cause could not be determined. The event could not be recreated. In the functional test, the rasp handle did not show any defect. However, some signs of excessive use are visible on the rasp handle. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp(B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the mechanism of the mis, rasp handle, double offset, right broke during surgery. No patient's harm and no surgery delay were reported.